Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 it was reported that the patient reportedly went the hospital the day prior to the call because of inaccurate readings. The patient reportedly kept on monitoring and doing calibrations on his tandem pump display device. The last reading he got was egv 164 mg/dl and 385 mg/dl by bg prior to going go the hospital. It was not specified whether the patient experienced physical symptoms of hypoglycemia nor whether he attempted to self-treat the hyperglycemia. The patient presented to the hospital by car. Upon arrival, he was given an IV shot with saline solution and insulin in it by his doctor to correct his blood sugar level. The patient declined to provide any additional detail about the episode. There was no documentation of further medical evaluation or intervention for hyperglycemia. At the time of the report the following day, the patient felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.